Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. The recipient is reportedly inconsistent with follow up. The recipient remains implanted. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of sound due to an infection. The recipient was prescribed ciprofloxacin for 10 days and levofloxacin for 14 days.